Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent excision and revision of lower abdominal scar on (B)(6) 2009 due to abdominal scar. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted, concurrently with a anterior colporrhaphy, vaginal paravaginal repair due to cystocele, paravaginal defect, rectocele. The patient experienced urinary problems, vaginal scarring, and collapse of other organs. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.